Event description:
Related manufacturing reference number: 2017865-2022-04489. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited r wave amplitude variation and far p wave oversensing due to lead dislodgement. A pacing marker anomaly was also observed on the implantable cardioverter defibrillator. No intervention was performed. The patient will continue to be monitored. There were no patient consequences.